Manufacturer narrative:
Irn# (B)(4). Complaint took place in sweden. This incident did not take place in the USA, but as co-reported. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Incident occurred in sweden: the needle came off/disconnected from the cannula holder, see attached picture. The needle remained in the patient, barely 1 cm of the needle was visible at that time.